Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that a patient experienced lead migration. The patient had a trial procedure done on (B)(6) 2019. Intra-operation testing had full coverage with no issues. However, post operation, the patient complained of not getting coverage and a x-ray confirmed the lead had migrated down. The physician decided to remove the lead.